Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection did not reveal any damage. During functional testing, the sample was filled and primed per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. Additional information g1. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. No patient consequences were reported. No adverse effects were reported.